Manufacturer narrative:
Approximate age of the device ¿ 12 days. Thrombus was confirmed in the evaluation of the returned pump. The pump was returned assembled with the pump cable severed approximately 17 inches from the pump header. The remainder of the pump cable was returned; however, the modular cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged and the apical cuff was returned detached from the cuff lock. Upon disassembly of the returned pump, examination of the interior of the pump cover revealed loosely coagulated blood mixed with tissue-like clotted blood. These depositions appear consistent with blood remaining in the device post-explant. Examination of the rotor revealed a thrombus formation occluding one of the rotor vanes. The thrombus formation was lightly seated and was not adhered to the rotor, suggesting that it likely did not form in the area. This formation was likely ingested during pump support and would have occluded the blood pathway, contributing to the reported low flow alarms. The origin of the thrombus formation could not be conclusively determined. The remaining blood-contacting surfaces were free of any adhered depositions or thrombus formations. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Peripheral thromboembolic event is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that after approximately 12 days of support, the patient was admitted to the intensive care unit because of hemodynamic instability and low flow alarms. The patient subsequently expired due to issues unrelated to the lvad. During the manufacturer's investigation of the returned pump, a thrombus formation was found in the rotor and pump cover.